Event description:
It was reported that bilateral suture placement in two calcified access sites was attempted with two proglide devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, one device had an unknown failure occurred at step 3 in the left side while the other had an unknown failure at step 3 in the right side. The suture of a new proglide device was successfully pre-placed at each access site. The sheath was upsized to a large bore and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following information was received: the returned goods lab received a third proglide device ((B)(6)) with a foot separation. The location of the detached foot is unknown. No additional information was provided.